Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please reference MFR. Report #1221359-2021-02794.

Event description:
The customer reported two false positive results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses patient 1 of 2. The customer reported a false positive with the ID now covid-19 assay performed on an unknown sample generated positive results. Repeat testing was performed with the ID now covid-19 assay and negative results were obtained. Pcr confrmation testing was performed on an unknown sample and generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 191-000 / lot m160520 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-430 / lot m160520. Test base part number 191-000 / lot m160520 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m160520 showed that the complaint rate is (B)(4). In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.